Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿ and are attached. The valve was visually inspected; it was noted that the proximal connector has been cut off. The position of the cam when valve was received was 60 mm h2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 4th may 2001. No root cause could be determined, as the problem reported by the customer could not be duplicated. It is possible that the proximal connector was cut off when ex-planting the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient (doi and the initial setting are unknown). It was reported that the surgeon noticed shunt failure which is unstable shunt flow on (B)(6) 2017. The revision surgery was completed (date of revision and the type of revised valve are unknown). No further information was provided by hospital.